Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. Customer reported that the pump got wet. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
On (B)(6) 2022, customer returned pump for an alleged moisture damage and critical pump error (open book image) alarm. No critical pump error (open book image) alarm noted during boot up. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test but failed the sleep current test and active current test due to moisture damage on the electronic assembly. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found multiple alarms on the event date of 04-aug-2022 and prior: low battery alarms (104) on (B)(6) 2022 22:30:00.000 to on (B)(6) 2022 21:07:00.000. Replace battery alert (73) on (B)(6) 2022 01:27:00.000 to on (B)(6) 2022 06:38:00.000. Replace battery now alarm (11) on (B)(6) 2022 22:30:17.000 to on (B)(6) 2022 07:09:00.000. Failed batt/battery failed alarm (58) on (B)(6) 2022 22:30:17.000 to on (B)(6) 2022 01:44:33.000. Pump error 4 (esf# = n/a, file number = (B)(4), line number = 2727) on (B)(6) 2022 07:20:02.000. Pump error 53 ((esf# = (B)(4), file number = (B)(4), line number = 5632) on (B)(6) 2022 22:31:12.000. No other alarms/anomalies during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, and force sensor. Force sensor was not tested outside of pump due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump passed all other required testing but failed the sleep current test and active current test. Unexpected battery power loss was confirmed due to high sleep current and active current due to moisture damage confirmed on the electronic assembly. Customer alleged critical pump error (open book image) was not confirmed. However, found pump error 4 alarm in the pump history due to hardware anomaly. Pump error 53 was confirmed due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.